Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic hysterectomy procedure the upper jaw (i.e.) Inactive blade broke during the first case. No patient consequences reported. One device will be returning.

Manufacturer narrative:
(B)(4). Added additional information: the device was returned with the clamp arm detached from the inner tube. The clamp arm was not returned for analysis. The device was connected to a generator and the blade activated using the foot switch, however, the hand activation buttons were non-functional. The blade of the device was not broken off as reported. The device was disassembled to inspect internal components. Corrosion was found at the hand activation domes. The corrosion in the domes was possibly caused when the device was soaked for re-use; the introduction of saline or blood getting up into the device during the procedure, or the device being soaked for cleaning before shipment for analysis. It is probable that this may have affected the functionality of the hand activation buttons. Possible causes of the clamp arm detachment are not closing the trigger when sliding the torque wrench on and off; not closing the trigger when introducing or removing through the trocar; or possible entanglement in fibrous tissue.